Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01689. This report is being submitted as additional information. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 3 years and 1 month. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the device. The pump was returned with the driveline cut approximately 11¿ from the pump housing and a portion of the severed driveline, measuring approximately 27¿ in length, was returned. The sealed inflow conduit, the sealed outflow graft, the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation which is an indication that the deposition was present in the device for an extended amount of time while it was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. The deposition could have also potentially caused increased resistance on the spinning rotor, contributing to the reported power elevations. A correlation between the deposition and the reported stroke and the driveline fault alarms cannot be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. An electrical continuity test was performed on both portions of the returned driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portions of driveline were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A specific cause for the driveline fault alarms cannot be conclusively determined. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis, thrombus, and stroke are listed in the heartmate ii instruction for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. The IFU and the heartmate ii patient handbook explain all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered a stroke. The patient presented with visual changes with headaches. A CT scan revealed no acute intracranial findings, mild chronic microangiopathy. Patient¿s inr 2.4. On (B)(6) 2018, the patient underwent a pump exchange due to increasing hemolytic markers. At the time of the event, the patient¿s lactate dehydrogenase (ldh) was 800 u/l and plasma hemoglobin at 11 g/dl suggesting likely pump thrombosis. Heparin infused partial thromboplastin time (ptt) 60 to 80 due to rising ldh. No additional information was provided.